Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't hold charge) has been confirmed. Upon receipt, the battery would not communicate with benchmark software. The battery's voltage output was measured at 6.56v. The cause for the low output voltage cannot be positively determined. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient contacted zoll customer support to report that one of his batteries produced a red flashing light when placed on the charger. The patient is unsure which battery caused the warning light. The patient was issued two replacement battery packs.